Manufacturer narrative:
The device was received with a pump error 43 alarm during rewind test due to a moisture damaged electronic assembly. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to pump error 43.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had pump error alarm. The customer¿s blood glucose level was 112 mg/dl at the time of the incident. Customer was able to clear the alarm. Customer was unable to rewind the insulin pump. Customer was assisted with self test and self test failed. The insulin pump will be returned for analysis.